Manufacturer narrative:
The field service engineer (fse) replaced the rotor and stator for the wash valve as moisture was found in the valve cap. The fse replaced the mixer rollers, and the o-rings on the mixer pulleys were leveled. The fse also replaced and calibrated the incubator belt. No leaks were detected in a vacuum test. All aspirate probes were cleaned and alignments were verified. Diagnostic testing (system check and high sensitivity system check) was within instrument specifications. A 20-replicate precision test was performed using an unmixed reagent pack and the low level accutni qc material; all results were within assay specifications. The instrument conformed to the manufacturers published specifications and was returned to normal operation. Rotor, stator, roller.

Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit and within the risk stratification, for one patient, involving access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. Reanalysis of the patient sample, on the same instrument, generated non-reproducible results, above the ami limit. The sample was then tested on the laboratory's alternate access 2 analyzer and produced a lower troponin I result within the normal reference range. The customer stated a negative result was released out of the laboratory. It is unknown if patient care has been impacted based on the negative result. There has been no report of patient injury or change in patient treatment associated with this event. The patient sample was centrifuged at 4,000 rpm (rotations per minute) for six minutes at room temperature. Quality control (qc) is performed daily. Level 1 qc recovered out of range high (+2 standard deviations) after the day of the event. All system parameters (including qc, calibrations, and system checks) were performing within specifications prior to the event. The customer indicated there had been no issues with system performance. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.